Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, this phenomenon occurred due to human error. This issue is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180. Chapter 7 cleaning, disinfection, and sterilization procedures. 7.1 required reprocessing equipment. Reprocessing equipment parts and functions. Cleaning brush (maj-1534). The cleaning brush is used to brush the external surface of the distal end of the endoscope (see figure 7.8). Channel cleaning brush (bw-7l/reusable)/single use single-ended cleaning brush (bw-400l). The channel cleaning brush or the single use single-ended cleaning brush is used to clean the balloon channel (see figure 7.5)." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As part of our investigation, while onsite the ess performed a reprocessing in-service that demonstrated leak testing and flushing of the endoscope channels using the all of the required cleaning brushes including the maj-1534 and the bw-400l.the ess reported he answered questions throughout the demonstration. The ess also provided the cleaning brush model numbers to the sterile processing department manager (spd) after the in-service and as well as in a follow up email. The subject device was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service was informed that during an onsite in-service at the customer¿s site with an endoscopy support specialist (ess), it was noted that scope was being improperly reprocessed. The ess noted that customer was not using all of the required cleaning brushes during the manual cleaning of the scope. The ess reported that the customer was using the maj-1888 instead of the maj-1534 to perform the elevator brushing and the customer was not using the bw-400l to brush the balloon channel. According to the ess, after manual cleaning the customer use high level disinfectant and a non-olympus automatic endoscope reprocessor (aer) to clean the scope. There was no patient involvement or patient infection reported.